Event description:
It was reported the io had been previously placed into a pt's left humeral head. During removal of the io in the pacu, the physician reported difficulty with removal of the 10cc syringe and the needle broke. The pt had to return to the operating room on (B)(6) 2015 to have the remainder of the needle removed. They do not know if this caused a delay in treatment and there was no pt death reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through visual examination of a returned product sample. The customer returned an io needle that was observed to be bent and broken. Manufacturing records were reviewed and there did not appear to be any manufacturing or material deficiencies which would have contributed to this incident. The probable cause is operational context. Proper removal technique is required.

Manufacturer narrative:
Qn#(B)(4).